Event description:
It was reported that prior to an unknown procedure, there was damage to the primary package. The primary packaging was pierced. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 10/14/2008. Results = hole in tyvek. Evaluation summary: the original carton was returned, with individual sealed package. Hole in tyvek was confirmed. Individual carton is damaged (crushed). Instrument was dislodged from blister. Hole in tyvek aligns with anvil end of device. Hole puncture is inside/out. The batch history records were reviewed with no protocols, defects or non-conformance noted.